Event description:
During a surgery, a flex-g laser fiber with extended length sheath was being used. The laser fiber broke where it connects to the machine after approximately one hour of use. The surgeon noticed this quickly and the laser was stopped by the circulating nurse. Another laser fiber was opened. According to the circulator, the red light was not seen at the tip but was showing through the area where the white sheath covers the fiber. The tip of the fiber was broken. Manufacturer response for fiber laser, 272um flex-g laser fiber (per site reporter). The vendor was contacted and informed of the issue. They will come to pick it up.